Manufacturer narrative:
(B)(4). The actual device and (B)(6) companions samples were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test, clear passage test, and backflow test were performed with no issues noted. There was no indication of backflow. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set caused backflow during setup. There was no patient involvement. No additional information is available.